Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there were high thresholds on the right ventricular (rv) lead. The lead remains in use. The patient was part of the post approval clinical product surveillance registry. No patient complications have been reported as a result of this event.